Event description:
An injury occurred to a patient from a procedure (i.e., "paralysis of pt's left vocal cord causing damage to their normal speech patterns and a severe loss of voice.") Allegedly using co's equipment. It was reported that the procedure was performed in 1999 (2.3 years ago). Per co's records and provided records, the equipment that may have been used was an argon plasma coagulator (apc) model 300 with an electrosurgical generator with endocut and argon model icc 200 (p.n.: 10128-205).